Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was being non-compliant and would not sit still during the procedure. Reportedly, one lead had been placed. As a result, the physician removed the lead for patient safety and aborted the procedure.